Event description:
From december 2000 until february 2001, the autoclave in question was not passing the dart test "off and on". The biological's, however, were passing. The sterilizer rep from american sterilizer co said, "it was okay to use."